Event description:
It was reported that during a routine check the ventilator alarmed for "inaccurate o2 readings". The hospital engineer changed the o2 sensor and cleared the error, but they couldn't get the ventilator to pass the pre-use check after the exchange of o2- sensor. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).